Event description:
A customer contacted baxter's technical service center to report a patient death. Information received from (B)(6) indicated: the date of death was (B)(6) 2011. The cause of death was reported to be cardiac failure. Product surveillance received follow-up information from (B)(6): on (B)(6) 2011, the facility nurse confirmed the patient expired on (B)(6) 2011. The cause of death was unknown. The nurse was unable to confirm cardiac failure as the cause of death. A copy of death certificate would likely not be sent to (B)(6) clinic. The event of death was not related to the dianeal solution or therapy.

Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) for evaluation. Evaluation results indicate: the device had passed the homechoice rite electrical test and failed the homechoice rite functional test due to encountering a reload set (rls) 152 alarm. The cover was opened and an internal inspection performed on the device. No problems were revealed and all connections appeared correct and secure. A more detailed inspection of the device transducer tubing revealed the volumetric standard right (vsr) tubing was damaged and leaking pressure. Once made operational; the device passed accuracy confirmation & temperature verification and was found to be within specification. The reported issue of home patient passed away was undetermined. Pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away.

Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab (pal) for evaluation. Should additional information become available a follow-up will be submitted.